Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider opened compressor, cleaned the water trap filter and air intake filter, opened air water trap, reset the o-ring and the compressor as well as ventilator worked properly.

Event description:
It was reported that during set up the ventilator pressure was not building up and generated an air supply loss alarm. There was no patient involvement.